Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,patient had complications like prolapse, persistent vaginal discharge with foul odor, vaginal bleeding, spotting at the time of intercourse, mild urinary retention, chronic recurrent uti, recurrent second degree cystocele with mild relaxation of vaginal apex, mesh erosion visible approximately 1.5 cm. Scheduled for mesh revision surgery. Underwent excision of vaginal posterior mesh, rectocele repair for vaginal posterior mesh erosion, rectocele, cystocele, postcoital bleeding. Yes, following the mesh revision surgery she had complications like recurrent uti,cystitis, granulation tissue, urine frequency, 2nd degree cystocele, mesh exposure during the time period (B)(6) 2010 - (B)(6) 2011 for which she underwent in-office procedures. (B)(6) 2010 - in-office granulation tissue removal: 5 mm granulation tissue with excision and silver nitrate applied. (B)(6) 2010 - in-office mesh excision: excised the mesh that was exposed.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/20/2012. Note: this report corresponds with bard's report #(B)(4) for an "unknown pelvicol". Additional info from the importer report: date of report: (B)(4) 2012; add'l device info: pelvicol acellular collagen matrix; MFR name: tissue science laboratories, (B)(4); (B)(6).